Manufacturer narrative:
The t:slim g4 cartridge user guide states: check the luer-lock connection between your cartridge tubing and infusion set tubing daily to ensure it is tight and secure. Leaks around the luer-lock connection can result in under delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the connection between the luer lock and infusion set became disconnected. Reportedly, the customer had been disconnected for several hours before it was noticed. The customers blood glucose (bg) level was impacted over (400 md/l). The customer reconnected and 10u bolus was taken. The customer went to the emergency room (ER) and was treated with fluids to stabilize bg level. The customer left the ER 6 hours later with a bg level of (146 mg/dl).